Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with moderate tortuosity and mild calcification. The 2.5 x 12 mm voyager nc balloon catheter was advanced without issue and inflated for post-dilatation; however, a balloon rupture occurred during an inflation to 12 atmospheres (atm). It is unknown how many inflations were made. The balloon catheter was removed without issue and a new voyager nc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. This case happened in (B)(6).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.